Event description:
During follow-up, a "device parameter error" message was observed. Several attempts were made to troubleshoot this issue. The ICD was unable to communicate and could not be programmed; the "device parameter error" message consistently appeared. The decision was made to explant the device.